Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: the black box showed unusual fluctuation of the voltage on (B)(6) 2017 resulting in a low battery warning. The battery compartment was cracked above the bumper pad. Corrosion was observed in the battery compartment. The battery cap was not returned. During investigation the pump powered on with a test battery cap. Current draws measured within specification. A leak test failed due to the battery compartment leak. The pump cover was removed; no further evidence of internal moisture was found in the pump. The "battery life" issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.